Event description:
Per the info provided to co by the dr's office, the device was removed due to a "tubing fracture." As rptd to co the entire device was removed and replaced with the same model inflatable penile prosthesis, produced by the same MFR. 5/6/97 - according to the requested info received from the dr/surgeon's office, he stated... "Leakage was observed in the tubing where reinforced tubing meets thinner tubing. There were no kinks or twists."